Event description:
It was reported that the patient had a battery replacement and everything went well, impedance was normal throughout the surgery. Following surgery he started experiencing painful shocks. Device showed low impedance. The doctor thinks it is a lead fracture so the patient is seeing a surgeon to discuss lead revision. The device is off. Patient has had unbearable shocks and placed magnet over generator for 8-12 hours. Patient no longer feels any stimulation. She states that high impedance is now seen and the neurologist suspects a lead fracture. Patient had a lead revision last week of december. No additional relevant information has been received to date. Explanted device has not bee received for analysis to date.

Event description:
It was noted that the pin of the generator was dislocated so they just reinserted it during the surgery however it was not confirmed with the surgeon that this was the cause of the high impedance. It was noted impedance was ok after re-insertion.